Event description:
It was reported that during an unknown procedure, the device did not function properly and the clip was not formed. The clip was tear shaped. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.